Event description:
Reference number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced an infusion set leakage on (B)(6) 2026, with the leak observed at the insertion site. The patient also developed hyperglycemia, which was treated with an insulin pen. The infusion set had been in use for one day. No further information is available.